Manufacturer narrative:
There were sample short alarms and abnormal aspiration alarms around the time of the event. These alarms can be an indication of poor sample quality. There were also multiple calibration alarms. The field service engineer determined that the cause of the event was due to a user error where the customer failed to perform calibration. He performed baseline checks, and they were all within specifications. The customer then performed calibration, qc, and precision studies, and they were all within specifications. The instrument was fully operational. The service intervention performed by the engineer resolved the issue. No further issues were reported afterward. The investigation did not identify a product problem.

Manufacturer narrative:
The igm-2 reagent expiration date was not provided. The cobas c503 analytical unit serial number was 24a5-07. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with tina-quant igm gen.2 (igm-2) assay on a cobas c503 analytical unit. Sample 1 (patient 1): initial result: 1053 mg/dl. Repeat result: 685 mg/dl. Sample 2 (patient 2): initial result: 30 mg/dl. Repeat result: 21.4 mg/dl. Sample 3 (patient 3): initial result: 32.5 mg/dl. Repeat result: 23.9 mg/dl. After having qc issues, the customer performed calibration and repeated the samples. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.